Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 3 months post-implant it was reported that the patient was in the hospital for a routine checkup and experienced four pump stoppages while connected to the power module. The pump stoppages were able to be reproduced when the patient coughed; however, the patient was asymptomatic during the events. It was reported that "the driveline issue was investigated and it was believed that there is an issue internally". The hospital requested an ungrounded power module patient cable. Approximately 3 days later the manufacturer¿s technical services personnel inspected and tested the patient¿s driveline and no external damage was seen. A CT scan was performed which showed an internal sharp bend directly after the pump end bend relief.

Manufacturer narrative:
The approximate age of the device is 1 year and 3 months. The device remains implanted and in use by the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported event could not be determined as the pump remains implanted and in use. The patient remains ongoing with no further events reported to the manufacturer.a review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.